Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es had a drawer failure. The customer reported that the drawer was failed to open. The malfunction occurred while the user was trying to issue the medication to the patient. There were no adverse events or injuries reported as a result of this incident.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 28-jan-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the full height cubie drawer was failed to open. A field service engineer assisted the customer to replace the old cubie with new one and to load the new cubie to resolve the issue. Fse tested the cubie in the hardware test application. The system functioned as intended after the field service engineer repaired the device.